Manufacturer narrative:
The complainant was contacted for return of the device. The device has not been returned to zoll for evaluation.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device was recertified and returned to the customer. Review of the device activity logs showed all discharges were successful and appropriately delivered shocks. However, the log did have messages to indicate that the measured patient impedance was over 200 ohms. This large difference between the defib impedance and the patient impedance is indicative of a poor connection between the paddles and the patient's skin. Although a message of this nature was seen, the device did deliver the energy. The customer's report was unsubstantiated. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a 74 year old female patient, the device failed to discharge via external paddles. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.